Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" to ECG "b", ECG "c" to ECG "d", and the distribution node to the rear therapy electrodes were pulled from their respective strain reliefs, damaging wires in the cables. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.